Event description:
The reporter states that his blood glucose was 180 mg/dl on the accu-chek advantage system in comparison to 80 mg/dl on the professional meter. The results were obtained within 10 minutes. No reported action taken. No adverse event reported. New system sent to customer and return requested.